Event description:
It was reported the pt is no longer receiving effective stimulation. An sjm rep met with her and was unable to resolve the issue with reprogramming. The pt is pending follow up to further troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.